Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the vad coordinator that the outflow graft and the inflow conduit were pre-clotted per the hospital's normal procedure; however, once the pump was in place and actuated, bleeding was noted to be coming from the inflow conduit and saturated leaking was observed from the outflow graft. The surgeon reportedly stopped the bleeding without further issues.

Manufacturer narrative:
The pt remains on lvad support. A piece of the outflow graft was cut off at the time of implant, and the manufacturer is attempting to acquire the severed section for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.